Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was intended to be used in the esophagus during an esophageal ligation procedure performed on (B)(6) 2022. After the ligator was placed onto the endoscope, prior to the procedure, they tested the device outside the patient. It was found that the ligator could not deploy the bands and they twined together. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a device analysis could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.